Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 50ml syringe experienced a case pf air leakage in the syringe, and 2 cases of device damage while still considered operable. The following information was provided by the initial reporter: I did a test this morning, speed 2ml/h, the air passes to the patient in less than a minute, depending on certain parameters, the nurses may not have any problem (leak or bubbles) when preparing their syringe. During the control, I was reminded that a complete pallet of a previously recalled batch is still present at the pharmacy (18 packs of 4 cartons, i.e. 4320 syringes). There was a loss of seal when the piston seal approaches the area (30-35ml) of the defect. In less than a minute, air enters the patient. As indicated yesterday, many parameters are involved (presentation of the drug (bottle, ampoule, bag), the volume to be aspirated, the nurse's gestures, the speed of aspiration, and the speed of the syringe pump. Most nurses, when they find themselves with a leaky syringe while preparing the syringe, throw it away and start again.

Event description:
It was reported that bd 50ml syringe experienced a case pf air leakage in the syringe, and 2 cases of device damage while still considered operable. The following information was provided by the initial reporter: I did a test this morning, speed 2ml/h, the air passes to the patient in less than a minute, depending on certain parameters, the nurses may not have any problem (leak or bubbles) when preparing their syringe. During the control, I was reminded that a complete pallet of a previously recalled batch is still present at the pharmacy (18 packs of 4 cartons, i.e. 4320 syringes). There was a loss of seal when the piston seal approaches the area (30-35ml) of the defect. In less than a minute, air enters the patient. As indicated yesterday, many parameters are involved (presentation of the drug (bottle, ampoule, bag), the volume to be aspirated, the nurse's gestures, the speed of aspiration, and the speed of the syringe pump. Most nurses, when they find themselves with a leaky syringe while preparing the syringe, throw it away and start again.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: samples and photos received for investigation with reference 300865 and lot number 2105025. Upon visual inspection of the two syringes provided damage in the barrel can be observed. This type of damage can cause a deformation that impacts in the interaction between barrel, stopper and plunger. This damage described (dent), is produced in the assembly machine, before silicone station when there is a jam in the assembly process. A device history review was performed for reported lot 2105025, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. All the syringes were disassembled to examine parts separately. No defects were detected in parts by separate and no molding defects were identified. Stopper were correctly assembled in all the syringes. Possible root cause for damaged barrel is associated with the assembly process where a jam occurred. When syringes are exposed to negative pressure while being used in an electric pump, this type of damage in barrel (dent) could favor the entrance of air through the stopper.